Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of cylinder degradation was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. Visual inspection confirmed the device allegation, but the device was functionally tested and no malfunction was identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced proximal aneurysmal dilatation of both corporal bodies with their inflatable penile prosthesis. The device was replaced with an ams malleable penile prosthesis. The patient was stable and recovering.

Event description:
It was reported that the patient experienced proximal aneurysmal dilatation of both corporal bodies with their inflatable penile prosthesis. The device was replaced with an ams malleable penile prosthesis. The patient was stable and recovering. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.